Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had not been seen clinically for follow-up, since implant a few months prior. The patient reportedly has a history of drug use; presented to clinic with tip of device exposed. No drainage was noted; however, the entire system was explanted. Plan is to evaluate for future implant at a later date; patient was reported as non compliant.